Manufacturer narrative:
The device was received on 10/11/2019 for further investigation. The complaint of antenna cover where the antenna board hanging in was missing was duplicated. The engineer re-installed the new antenna cover. Then performed connectivity testing, in which the device passed via wired and wireless features. The device also passed the download drug library test. The problem was caused by missing antenna cover. The probable cause is physical damage.

Manufacturer narrative:
The device is expected to be returned; however, it has not yet been received.

Event description:
It was reported that the device's antenna board was exposed. The reporter also added that it seems somebody retook the part of the module and it hangs causing the wires to be exposed. There was no reported patient harm. No additional information is available.